Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by the paramedics due to hypoglycemia. The customer's blood glucose reading was 17 mg/dl at the time of the event. When the insulin pump's history files were checked, the customer stated that there was a bolus delivery that she did not remember programming. Nothing further was reported.